Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), embedded device ("tightly embedded within the proximal lumens of each fallopian tube is a tightly coiled metallic device, these both foca~1y extend through the cornu and partially into the myometrium (per mr)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune thyroiditis ("autoimmune issues\autoimmune disorder type of disorder: hashimotos thyroiditis") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogrens") in a 36-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain and palpitations. Concurrent conditions included overweight, feeling sick, abdominal pain, throat pain, ear pain, chest pain, heartburn, joint pain, illness, inflammation, foreign body in uterus, any part and paratubal cyst. Concomitant products included buspirone and losartan. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dizziness ("neurological conditions or problems type: lightheadedness"), irritability ("neurological conditions or problems type: irritability"), vision blurred ("vvision/eye problems type: blurry vision, eye infection, dry eye") and dry eye ("vision/eye problems type: blurry vision, eye infection, dry eye"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition type: high blood pressure"). In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), breast swelling ("hormonal changes describe: breast swelling"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse"), urticaria ("rashes or skin conditions type: chronic hives, same location never went away"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), alopecia ("hair loss, hair was thining, filling hair brush every time I brushed my hair. Would find strands all over my clothes everyday"), coital bleeding ("bleeding after intercourse") and metrorrhagia ("bled randomly in between cycle") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue\ tired"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) it was too painful "), migraine ("migraines") and headache ("headaches, I got headaches in the past but by no means to this extent, it was everyday and it never went away."). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), anxiety ("anxiety"), breast tenderness ("hormonal changes describe: breast tenderness"), fluid retention ("hormonal changes describe: water retention"), hot flush ("hormonal changes describe: hot flashes"), insomnia ("hormonal changes describe: sleep difficulties"), depression ("psychological or psychiatric problems condition: depression"), eye infection ("vision/eye problems type: blurry vision, eye infection, dry eye"), back pain ("lower back pain"), abdominal pain lower ("cramping"), adnexa uteri pain ("ovary area pain"), suprapubic pain ("above pubic bone pain"), urinary retention ("bladder or urinary problems or changes:urinary frequency,incomplete bladder emptying"), pollakiuria ("bladder or urinary problems or changes:urinary frequency") and gingival bleeding ("bleeding in gums"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent total laparoscopic hysterectomy and bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pelvic pain, autoimmune thyroiditis, sjogren's syndrome, anxiety, fatigue, breast tenderness, fluid retention, hot flush, mood altered, insomnia, breast swelling, female sexual dysfunction, depression, migraine, headache, hypertension, nausea, dizziness, irritability, vaginal discharge, vision blurred, eye infection, weight increased, gastrooesophageal reflux disease, abdominal distension, constipation, vomiting, alopecia, adnexa uteri pain, suprapubic pain, coital bleeding, urinary retention and pollakiuria outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, urticaria, tooth disorder, dysmenorrhoea, back pain, abdominal pain lower, gingival bleeding and metrorrhagia had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back pain, breast swelling, breast tenderness, coital bleeding, constipation, depression, device expulsion, dizziness, dry eye, dysmenorrhoea, eye infection, fatigue, female sexual dysfunction, fluid retention, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, hot flush, hypertension, insomnia, irritability, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, pollakiuria, sjogren's syndrome, suprapubic pain, tooth disorder, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2015, date(s) of removal: (B)(6) 2016, insertion details: trailing coils: right-2 coils, left-4 coils. Removal details: findings: the patient had normal-appearing uterus and fallopian tubes, there was no evidence of perforation or migration of the essure coils. Both ovaries appeared to be normal and the uterus itself was normal other than being slightly mottled in appearance. I he ureters were identified bilaterally prior to the procedure and were seen to be normal and preinstalling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Abdominal x-ray: on (B)(6) 2016: impression : bilateral essure implants in the pelvis.. Ultrasound scan vagina: on (B)(6) 2016: impression : bilateral essure implants in the pelvis. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: hashimotos thyroid, menorrhagia, back pain, constipation, vaginal discharge, incomplete emptying of bladder, nausea, vomiting, urinary frequency, lower abdominal pain, weight gain, vision changes, headaches, migraines, lightheaded, anxiety, depression, bloated, irritable, hot flashes & the following one was described in patients medical record: embedded of device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and medical records received: reporters were added. Lot no. Was added. Patient's demographics were added. Events breast tenderness, water retention, hot flashes, tired, moody, breast swelling, irritability, sleep difficulties, vaginal bleeding, menorrhagia, post coital bleeding, apareunia, anxiety, depression, hashimotos thyroiditis, sjogrens syndrome chronic hives, incomplete emptying of bladder, urinary frequency, migraines , headaches, high blood pressure, migration of essure device location of device: uterus, nausea, dental problems, lightheadedness, irritability, dysmenorrhea (cramping), , vaginal discharge, blurry vision, eye infection, dry eye, fatigue, weight gain, gerd, severe bloating constipation, vomiting, hair loss, ovarian pain, lower back pain, pubic pain, lower abdominal pain and bleeding in gums were added from pfs. Event device embedded was added from medical record. Outcomes- bleeding was added. Concomitant conditions & drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), embedded device ("tightly embedded within the proximal lumens of each fallopian tube is a tightly coiled metallic device, these both foca~1y extend through the cornu and partially into the myometrium (per mr)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune thyroiditis ("autoimmune issues\autoimmune disorder type of disorder: hashimotos thyroiditis") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogrens") in a 36-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain and palpitations. Concurrent conditions included overweight, feeling sick, abdominal pain, throat pain, ear pain, chest pain, heartburn, joint pain, illness, inflammation, foreign body in uterus, any part and paratubal cyst. Concomitant products included buspirone and losartan. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dizziness ("neurological conditions or problems type: lightheadedness"), irritability ("neurological conditions or problems type: irritability"), vision blurred ("vvision/eye problems type: blurry vision, eye infection, dry eye") and dry eye ("vision/eye problems type: blurry vision, eye infection, dry eye"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition type: high blood pressure").in (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), breast swelling ("hormonal changes describe: breast swelling"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse"), urticaria chronic ("rashes or skin conditions type: chronic hives, same location never went away"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), alopecia ("hair loss, hair was thining, filling hair brush every time I brushed my hair. Would find strands all over my clothes eveyday"), coital bleeding ("bleeding after intercourse") and metrorrhagia ("bled randomly in between cycle") and was found to have weight increased ("weight gain"). In september 2015, the patient experienced fatigue ("fatigue\ tired"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) it was too painful "), migraine ("migraines") and headache ("headaches, I got headaches in the past but by no means to this extent, it was everyday and it never went away."). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), anxiety ("anxiety"), breast tenderness ("hormonal changes describe: breast tenderness"), fluid retention ("hormonal changes describe: water retention"), hot flush ("hormonal changes describe: hot flashes"), insomnia ("hormonal changes describe: sleep difficulties"), depression ("psychological or psychiatric problems condition: depression"), eye infection ("vision/eye problems type: blurry vision, eye infection, dry eye"), back pain ("lower back pain"), abdominal pain lower ("cramping"), adnexa uteri pain ("ovary area pain"), suprapubic pain ("above pubic bone pain"), urinary retention ("bladder or urinary problems or changes:urinary frequency,incomplete bladder emptying"), pollakiuria ("bladder or urinary problems or changes:urinary frequency") and gingival bleeding ("bleeding in gums"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent total laparoscopic hysterectomy and bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pelvic pain, autoimmune thyroiditis, sjogren's syndrome, anxiety, fatigue, breast tenderness, fluid retention, hot flush, mood altered, insomnia, breast swelling, female sexual dysfunction, depression, migraine, headache, hypertension, nausea, dizziness, irritability, vaginal discharge, vision blurred, eye infection, weight increased, gastrooesophageal reflux disease, abdominal distension, constipation, vomiting, alopecia, adnexa uteri pain, suprapubic pain, coital bleeding, urinary retention and pollakiuria outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, urticaria chronic, tooth disorder, dysmenorrhoea, back pain, abdominal pain lower, gingival bleeding and metrorrhagia had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back pain, breast swelling, breast tenderness, coital bleeding, constipation, depression, device expulsion, dizziness, dry eye, dysmenorrhoea, eye infection, fatigue, female sexual dysfunction, fluid retention, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, hot flush, hypertension, insomnia, irritability, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, pollakiuria, sjogren's syndrome, suprapubic pain, tooth disorder, urinary retention, urticaria chronic, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: discrepcentcy: date(s) of insertion: (B)(6) 2015, (B)(6) 2015. Date(s) of removal: (B)(6) 2016, (B)(6) 2016. Insertion details: trailing coils: right-2 coils left-4 coils removal details: findings: the patient had normal-appearing uterus and fallopian tubes, there was no evidence of perforation or migration of the essure coils. Both ovaries appeared to be normal and the uterus itself was normal other than being slightly mottled in appearance. I he ureters were identified bilaterally prior to the procedure and were seen to be normal and preinstalling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: impression : bilateral essure implants in the pelvis.. Ultrasound scan vagina - on (B)(6) 2016: impression : bilateral essure implants in the pelvis.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: hashimotos thyroid, menorrhagia, back pain, constipation, vaginal discharge, incomplete emptying of bladder, nausea, vomiting, urinary frequency, lower abdominal pain, weight gain, vision changes, headaches, migraines, lightheaded, anxiety, depression, bloated, irritable, hot flashes & the following one was described in patients medical record: embedded of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), embedded device ('tightly embedded within the proximal lumens of each fallopian tube is a tightly coiled metallic device, these both foca~1y extend through the cornu and partially into the myometrium (per mr)'), pelvic pain ('pain'), foreign body in respiratory tract ('lump in the throat'), genital haemorrhage ('abnormal bleeding'), autoimmune thyroiditis ('autoimmune issues\autoimmune disorder type of disorder: hashimotos thyroiditis') and sjogren's syndrome ('autoimmune disorder type of disorder: sjogrens') in a 36-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain and palpitations. Essure confirmation test- (B)(6) 2016. Result- total bilateral occlusion. Concurrent conditions included overweight, feeling sick, abdominal pain, throat pain, ear pain, chest pain, heartburn, joint pain, illness, inflammation, foreign body in uterus, any part and paratubal cyst. Concomitant products included buspirone and losartan. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dizziness ("neurological conditions or problems type: lightheadedness"), irritability ("neurological conditions or problems type: irritability"), vision blurred ("vision/eye problems type: blurry vision, eye infection, dry eye") and dry eye ("vision/eye problems type: blurry vision, eye infection, dry eye"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition type: high blood pressure"). In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), breast swelling ("hormonal changes describe: breast swelling"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), bled randomly in between my cycles, after intercourse"), urticaria chronic ("rashes or skin conditions type: chronic hives, same location never went away"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), alopecia ("hair loss, hair was thinning, filling hair brush every time I brushed my hair. Would find strands all over my clothes everyday"), coital bleeding ("bleeding after intercourse") and metrorrhagia ("bled randomly in between cycle") and was found to have weight increased ("weight gain, weight is starting to go down"). In september 2015, the patient experienced fatigue ("fatigue\ tired"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) it was too painful "), migraine ("migraines") and headache ("headaches, I got headaches in the past but by no means to this extent, it was everyday and it never went away."). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), foreign body in respiratory tract (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), anxiety ("anxiety"), breast tenderness ("hormonal changes describe: breast tenderness"), fluid retention ("hormonal changes describe: water retention"), hot flush ("hormonal changes describe: hot flashes"), insomnia ("hormonal changes describe: sleep difficulties"), depression ("psychological or psychiatric problems condition: depression"), eye infection ("vision/eye problems type: blurry vision, eye infection, dry eye"), back pain ("lower back pain"), abdominal pain lower ("cramping"), adnexa uteri pain ("ovary area pain"), suprapubic pain ("above pubic bone pain"), urinary retention ("bladder or urinary problems or changes:urinary frequency,incomplete bladder emptying"), pollakiuria ("bladder or urinary problems or changes:urinary frequency"), gingival bleeding ("bleeding in gums"), musculoskeletal stiffness ("neck still so stiff"), dyspepsia ("heart burn"), oropharyngeal discomfort ("throat still so stiff and raw from breathing tube") and flatulence ("gas") and was found to have weight decreased ("weight is starting to go down"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, removal of lump on (B)(6) and underwent total laparoscopic hysterectomy and bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pelvic pain, autoimmune thyroiditis, sjogren's syndrome, anxiety, fatigue, breast tenderness, fluid retention, hot flush, mood altered, insomnia, breast swelling, female sexual dysfunction, depression, migraine, headache, hypertension, nausea, dizziness, irritability, vaginal discharge, vision blurred, eye infection, gastrooesophageal reflux disease, abdominal distension, constipation, vomiting, alopecia, adnexa uteri pain, suprapubic pain, coital bleeding, urinary retention, pollakiuria, flatulence and weight decreased outcome was unknown, the foreign body in respiratory tract, musculoskeletal stiffness and oropharyngeal discomfort had not resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, urticaria chronic, tooth disorder, dysmenorrhoea, back pain, abdominal pain lower, gingival bleeding, metrorrhagia and dyspepsia had resolved and the weight increased was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back pain, breast swelling, breast tenderness, coital bleeding, constipation, depression, device expulsion, dizziness, dry eye, dysmenorrhoea, dyspepsia, eye infection, fatigue, female sexual dysfunction, flatulence, fluid retention, foreign body in respiratory tract, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, hot flush, hypertension, insomnia, irritability, menorrhagia, metrorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, oropharyngeal discomfort, pelvic pain, pollakiuria, sjogren's syndrome, suprapubic pain, tooth disorder, urinary retention, urticaria chronic, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2015, (B)(6) 2015. Date(s) of removal: (B)(6) 2016, (B)(6) 2016. Insertion details: trailing coils: right-2 coils, left-4 coils. Removal details: findings: the patient had normal-appearing uterus and fallopian tubes, there was no evidence of perforation or migration of the essure coils. Both ovaries appeared to be normal and the uterus itself was normal other than being slightly mottled in appearance. I he ureters were identified bilaterally prior to the procedure and were seen to be normal and reinstalling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: impression : bilateral essure implants in the pelvis.. Ultrasound scan vagina - on (B)(6) 2016: impression : bilateral essure implants in the pelvis. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: hashimotos thyroid, menorrhagia, back pain, constipation, vaginal discharge, incomplete emptying of bladder, nausea, vomiting, urinary frequency, lower abdominal pain, weight gain, vision changes, headaches, migraines, lightheaded, anxiety, depression, bloated, irritable, hot flashes & the following one was described in patients medical record: embedded of device. Concerning the injuries in the case, the following ones were described in social media report: lump in the throat, neck stiffness, throat stiff, gas, gas, heart burn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media report received: new event lump in the throat, neck stiffness, throat stiff, gas and heart burn added. Outcome for the events lump in the throat, neck stiffness and throat stiff added as not recovered / not resolved, for event weight gain updated to recovering / resolving and for event heart burn added as recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.